Manufacturer narrative:
D10 01-030-01-0760 - alt cup clstr g7 sz 60, (B)(6). 01-030-40-0736 - alt xle lnr ntrl g7 36, (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm, (B)(6). 180-65-40 - alteon 6.5mm screw, 40mm, (B)(6). 190-31-09 - alt ha s clr ext sz 9, (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial (tha) total hip arthroplasty on the right side. Subsequently, the patient experienced an infection. As a result, the surgeon explanted the tha with irrigation and debridement, then placed a competitor's antibiotic spacer. No further information available.